Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump would not rewind. During troubleshooting, the caller reported that there was a failed battery test in the alarm history. Troubleshooting for this issue was declined. Blood glucose level at the time of the incident was 155 mg/dl. The customer's wife stated that she was able to rewind the device. The insulin pump was not replaced or returned for analysis.